Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that rid med island dressing harsh the skin and when she takes them off it¿s so aggressive and it¿s tearing her skin apart and making her skin raw. There is no new order or rga that is needed, this is just a general complaint on this particular product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).